Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sore on left back. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.